Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 21:24:00. During night drain cycle four, the patient's ultrafiltration reading was 14620ml, indicating the home patient (hp) drained 14620ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The reported issue of the iipv (increased intraperitoneal volume) was verified in the event history log review. The cause was determined to be unexpected high uf for therapy compared to other therapies. Should additional information become available, a follow-up will be submitted